Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in stapling the stomach in a laparoscopic gastric sleeve, the shipping wedge broke and a small piece got disengaged in the patient cavity. A grasper was used to retrieved the piece. There was no patient injury.